Manufacturer narrative:
Pump received with pump error during rewind sequence. Motor was tested outside of the device and failed. Problem isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly. Unit received with failed battery test due to corrosion on electronic assemblies.

Event description:
The customer reported that the insulin pump had negligible motor movement. Customer¿s blood glucose level was unknown. Customer unable to exit from load reservoir process. Customer was able to rewind insulin pump. The device will be returned for analysis.